Manufacturer narrative:
The complainant indicated that the device has been disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review was conducted; there were no issues noted. The april 2008 complaint trend report for the product family was reviewed; no adverse trend was noted.

Event description:
It was reported to boston scientific that while unpacking an advantage mid-uretheral single handle kit, one of the nurses observed a broken seal. Due to a potential sterility compromise the kit was not used. A second kit was opened and the procedure was completed with no reported complications. Age and weight of the patient is not known.